Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address pain and femoral loosening. Loosening occurred at the bone/cement interface. Cement manufacturer is unknown.